Event description:
Covidien received info from a customer in the united states stating that, during pt use, a screen block message occurred. The exact date of the event is unk.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the customer reported issue. The cse replaced the touchframe, which resolved the customer reported issue. The ventilator passed electrical safety, calibrations, extended self-testing (est), and short self-tests (sst) at the time of service. Evaluation of the replaced touchframe is ongoing. Covidien reference: (B)(4).